Manufacturer narrative:
A sample device was not received for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient experienced intolerable glare. The glare was interfering with the patient¿s ability to drive at night. The lens was exchanged for a different lens two months after initial implantation. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon reported that the replacement lens was a monofocal and the patient's symptoms resolved following the lens exchange.